Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Transmitter was replaced to resolve the issue. No additional patient or event information was available.